Event description:
It was reported that the patient presented for an implant procedure. The day after the procedure, the patient experienced discomfort. Upon review, it was noted that the right ventricular (rv) lead exhibited muscle stimulation. X-ray imaging was performed and revealed a perforation from the rv lead. The lead was explanted and replaced. There were no patient consequences.